Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An investigation of the device manufacturing records was conducted and revealed tightened mushrooms. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that he found a fluid leak from the cassette following a treatment. He was advised to contact his pd nurse. During follow up the patient's nurse reported the patient did not require any medical intervention and did not have an adverse event associated with the leak. The patient continues pd treatment with no further issues.